Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lead locking devices were reportedly used for traction. The physician used a spectranetics glidelight laser sheath to remove both leads; however, during the procedure a superior vena cava (svc) perforation was discovered that required a sternotomy to repair. Unfortunately, the patient died of renal failure on (B)(6) 2022. This report captures the glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Device model number, lot number, catalog number, expiration date and UDI unk the device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.